Event description:
It was reported that the right ventricular (rv) lead exhibited an increase in threshold measurements and oversensing. The rv lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated and oversensing information. It was noted ventricular capture management trend data showed threshold measurements of > 2.5v during (B)(6) 2014, with the last good pacing threshold test on (B)(6) 2014. The analyst also noted there were ventricular high rate episodes recorded with apparent noise oversensing seen on the electrograms (egm).

Event description:
.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical product: 4068 lead. (B)(4).